Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was seen in clinic on (B)(6) 2017 for a routine visit. She reported falling at home earlier that morning (didn't hit her head) and was feeling weak. Her labs showed a hemoglobin (hgb) of 6.1 and international normalized ratio (inr) 1.6. The patient denied any melena or frank blood, though she is on iron supplements. It was stated that the patient has no significant history (pmhx) of gastrointestinal (gi) bleed. The patient was hospitalized and admitted to the stepdown unit for suspected gi bleed. Log files were sent from clinic which showed a slight decrease in pulsatility and loss of circadian rhythm. The patient received 1u of packed red blood cells (prbcs) on (B)(6) and then a second unit on (B)(6) when her hgb drifted down to 6.7 following morning labs. Her hgb has since remained in the 7s. The gi team has been consulted and suspect that it's a slow oozing gi bleed. They plan to scope her if her hgb drops below 7.0 again. On admission her warfarin was held, but she continued aspirin (asa) and plavix. The team restarted her warfarin the evening of (B)(6). Repeat log files were sent again yesterday which showed improvement in pulsatility. Currently she remains admitted waiting for a therapeutic inr between 2-3. As of (B)(6) 2017, the patient is still admitted to the hospital. The patient never got any gi procedures as her hgb remained stable in the 7-8s. In addition to the 2u prbc's transfused and noted below, the patient did receive a total of 5 more units prbcs. Of note, the patient has been considered a failure to thrive by the site when she was at home (refusing to go to subacute rehab and being unmotivated to ambulate and move around). She required 2liters oxygen while at home. During this hospitalization, the patient's oxygen requirements kept increasing. The patient's respiratory status kept declining and she required an urgent intubation on (B)(6) 2017. Her chest x-ray (cxr) on (B)(6) was quite "white" and a repeat on (B)(6) 2017 was a "white out." The patient was diagnosed with pneumonia. Infectious disease (ID) was consulted and started the patient on vancomycin 750mg daily (q) 48hrs, flagyl 500mg three times a day (tid), and cefepime 1g twice a day (bid). To support her blood presure, the patient remains on levophed at 0.06mcg/kg/min. The patient remains in critical condition in the critical care unit (ccu) now. No additional information available.